Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's buttons were not functioning correctly and the device got stuck in AED mode during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker further evaluated the removed main keypad assembly and was unable to duplicate the reported issue or observe any other issues with the keypad. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's buttons were not functioning correctly and the device got stuck in AED mode during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.